Event description:
The hosp reported that within 5 mins of use, the capacity of the biosource was depleted. The device was changed out. The pt later expired and the cause of death is not known. The physician has indicated that the death was not related to the delay in transportation.